Manufacturer narrative:
The lead, and other applicable components are: product ID: 97714, serial# (B)(4), implanted: product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the installation failed and no unit was put into them. The healthcare provider reported that the patient experienced an epidural hematoma due to scar tissue related to the lead. The physician performed a laminectomy and an evacuation of the hematoma. It was noted that the implantable neurostimulator was thrown out. The patient experienced lower extremity weakness but improved completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.